Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra procedural intra cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient s anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that procedural factors (big valve underexpansion causing thrombus formation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
E1 phone number (B)(6). Reference article sadowski, karol a., et al. "Leaflet folding due to transcatheter heart valve underexpansion detected by ivus during mitral valve-in-valve replacement." Cardiovascular interventions (2025). The date of the event is unknown; however, the article was received for publication on the 25th of may, 2025. Therefore, the received for publication date used as the occurrence date. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in poland, through review of medical article leaflet folding due to transcatheter heart valve underexpansion detected by ivus during mitral valve in valve replacement, corresponding author dr. Kalinczuk , the following event was identified as pertaining to an edwards device: 72 year old woman presented with mitral dysfunction after 9 years of implant of a non edwards surgical valve. A 29mm sapien 3 valve was implanted in replacement. The valve was underexpanded with a mean gradient of 2.7mmhg and trivial regurgitation. Intravascular ultrasound (ivus) and CT revealed baseline minimal true inner diameter of the surgical non edwards valve smaller then not pre procedure due to pannus. Sapien 3 underexpansion was measured as 76/69% (ivus/CT) at inflow, 83% (both ivus and CT) at midportion and 93/90% (ivus/CT) at outflow. Operators relied on reassuring tee findings and the angio graphic hourglass sapien 3 valve appearance, and no further intervention was performed. One month after the procedure, patient presented with heart failure. Echo showed severely restricted leaflet motion with elevated gradients (13 mmhg). Patient was not receiving oral anticoagulation and thrombosis was suspected. The patient was moved to surgery and the valve explanted. The evaluation of the explanted device showed extensive thrombus of all sapien 3 valve leaflets; leaflet asymmetry and folding consistent with pinwheeling and valve underexpansion at its inflow.